Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, multiple tunneling attempts, and not attending their post-op visit were ruled out as potential causes. Additionally, not irrigating the incision site with antibiotic solution before closure, severe force applied to the implant, excessive twisting, stretching, or bending, inadequate fixation, and using inappropriate tools have been ruled out as potential causes. However, it is unknown if the patient has any contraindicating conditions or if antibiotics were used pre-operatively. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their incision did not close properly two weeks post operation. Antibiotics were prescribed and the clinician washed out and re-closed the incision. As of (B)(6) 2024, the wound looked good and the incision was healing properly.